Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc notifies the customer to check the concentration of disinfectant solution before reprocessing based on the device's instruction manual. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported on november 9, 2020 that the error (e99) occurred during the reprocessing before endoscopy. Olympus representative visited the user facility and found that the customer did not check the concentration level of the disinfectant solution. This doesn't guarantee effective endoscope reprocessing. The customer did not realize that it was necessary to check the concentration. The olympus representative replaced the disinfectant solution of the device to new one. Error (e99) was resolved and the device is working properly. There was no report of patient injury associated with this event.